Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the alaris pump module smartsite infusion set experienced leakage and defective/damaged tubing. The following information was provided by the initial reporter: product involved (name): 3 port infusion tubing set pumps available for investigation? -tubing leak unrelated to pump patient discovered leaking of IV tubing of normal saline and ivig. Leaking occurred above hub closest to the patient. Have any previously unreported events for this same issue occurred? -no. Who was involved/impacted? -patient, clinician. Was there patient involvement? -yes. Did the event involve death? -no. Did the event involve serious injury? -no. Was the death/serious injury/event/impact/outcome related to the device? -yes. This event is related to the tubing defect. Was there a delay of, or change in the course of treatment due to the event? -no. Exposure to blood/bodily fluid/ IV solution? -no. Was medical/surgical/other intervention required? -no. How long in use: -3 hrs, primary. Sodium chloride, 0.9%, 500ml at 20ml/hr.

Event description:
It was reported that the alaris pump module smartsite infusion set experienced leakage and defective/damaged tubing. The following information was provided by the initial reporter: product involved (name): 3 port infusion tubing set, pumps available for investigation? -tubing leak unrelated to pump. Patient discovered leaking of IV tubing of normal saline and ivig. Leaking occurred above hub closest to the patient. Have any previously unreported events for this same issue occurred? -no who was involved/impacted? -patient, clinician. Was there patient involvement? -yes. Did the event involve death? -no. Did the event involve serious injury? -no. Was the death/serious injury/event/impact/outcome related to the device? -yes. This event is related to the tubing defect. Was there a delay of, or change in the course of treatment due to the event? -no exposure to blood/bodily fluid/ IV solution? -no was medical/surgical/other intervention required? -no how long in use: -3 hrs, primary. Sodium chloride, 0.9%, 500ml at 20ml/hr.

Manufacturer narrative:
The customer reported ¿patient discovered IV tubing leak of normal saline at hub closest to patient¿. Received from the customer was one used primary set model 2426-0500 lot unknown. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed in the set¿s drip chamber and entire length of tubing. No other abnormalities were observed on the set during visual inspection. To prepare the set for functional testing a lab 18 gauge blunt cannula was attached to the end of the set to closely simulate how a set would be used in the field. Functional testing was performed by filling a lab IV bag with blue-dyed water and attaching the set allowing fluid to flow through the set via gravity. A leak was observed at the location of the engagement between the set¿s tubing (p/n: tc10012940) and the inlet port of the distal smartsite (p/n: 12274436). No other abnormalities were observed. Further visual inspection of the engagement using a microscope observed insufficient solvent on the tubing. It was also observed that the tubing had not been fully inserted into the smartsite connector inlet port. Additional flush tests observed liquid movement in between the outer wall of the tubing and the inner wall of the smartsite inlet port, indicating a solvent channel (insufficient application of solvent during the manufacturing process). The tubing was lightly tugged and it separated from the engagement to the smartsite. A dimensional analysis was performed on the tubing. In order to conduct dimensional testing a small portion of the tubing was cut near the affected area (distal smartsite). The outside diameter of the tubing measured 0.145¿, within the specification of 0.145¿ +/- 0.003¿. The inside diameter of the tubing measured 0.108¿, within the specification of 0.107¿ +/- 0.005¿. The overall tubing shape was observed to be correct (circular). Equipment used (inspection, measurement, and testing performed on 24-sep-20)- calipers, eq02784, calibration due date: 19-dec-20 - pin gauges, eq08349, calibration due date: 14-july-21 - optical ram-cnc, eq08204, calibration due date: 05-feb-21 - dino lite microscope, eq106199, ncr the device history record for primary set model 2426-0500 lot unknown could not be conducted because the lot information was not provided. The customer¿s report of IV tubing leak of normal saline at hub closest to patient was confirmed on primary set model 2426-0500. The source of the leak was determined to be at the engagement between the set¿s tubing and the inlet port of the distal smartsite. The root cause of the leak is due to a combination of factors related to insufficient/lack of solvent being applied at the engagement and the tubing had not been fully inserted into the smartsite connector due to equipment and/or operator error. The bd/tijuana manufacturing facility is aware of insufficient solvent on critical joints and has an existing corrective action (trackwise CAPA 475391) for this engagement. The CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency. The bd/nogales manufacturing facility is aware of insufficient solvent on critical joints. Corrective actions (trackwise CAPA pr 1027651) to address potential root causes and an effectiveness check plan for reduction of issue have been completed.